Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733597, serial/lot #: (B)(4). A representative went to the site to preform a system check out. It was noted that there were parts replaced and the system preformed as intended. The cable was returned and the cable jacket has separated at the lemo connector exposing the shield wire but no bare conductors. A continuity test revealed an open at the usb cable and shorting to the shield. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information found while servicing a navigation system. The representative found that the insulation on the axiem cable had split and when bent to an extreme point caused communication to shut down to the axiem box. Cable worked normally during previously done cases as the cable would not have been over stressed in the same fashion as my testing achieved. There was no patient present at the time of the event.